Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "picture not stable, streaks or flickering; picture from the camera head was not stable, presented streaks or flickering and presented a 116-error message" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: processor and camera did not work together, and water tightness was lost. Based on the results of the investigation, no problem detected either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Also, for water tightness was lost, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the picture from the camera head was not stable, presented streaks or flickering and presented a 116-error message. The processor and camera did not work together, there was a delay to change the subject device, however the patient was not under general anesthesia. The procedure was completed with a similar device. There were no reports of patient involvement.